Manufacturer narrative:
Received one ias12-100lpi in opened original package. Lot number was not verified. Performed a visual inspection, the trocar was returned broken with fragments returned. Root cause cannot be determined, however, based upon IFU; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only such occurrence for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 48 reports, regarding 48 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs. Do not use excessive downward force. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the ias12-100lpi, airseal 12/100mm lpi port device was being used during an unnamed procedure on (B)(6) 2023, and ¿it was reportef that tip of trocar was damaged. Once the fragments were fell into the patient's body, but it was retrieved all.¿. There was reportedly no impact to the patient or user. The surgery was completed normally with no reported delay. There was no medical/surgical intervention or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
Conmed japan reported on behalf of a customer that the ias12-100lpi, airseal 12/100mm lpi port device was being used during an unnamed procedure on (B)(6) 2023, and ¿it was reported that tip of trocar was damaged. Once the fragments were fell into the patient's body, but it was retrieved all.¿. There was reportedly no impact to the patient or user. The surgery was completed normally with no reported delay. There was no medical/surgical intervention or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.